Manufacturer narrative:
During review of the file, it was noted that the device catalog and serial number were inadvertently reported incorrectly on the initial MFR medwatch report.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The pump remains in use supporting the patient. No further issues have been reported. A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's hemoglobin decreased from 10 to 6, and was admitted to the hospital for a gi bleed. The patient reportedly did not have a history of gi bleeding. The patient received a blood transfusion. Information regarding if the patient was discharged was requested, but none was provided.